Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The harmonic ace instrument was analyzed and found to have a broken blade at the grip base point of the grip's location. A piece measuring approximately 8.04 mm x 2.01 mm was found to be broken off. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. The probable root cause is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or hard metal objects (e.g., staples, clips, etc.) While the instrument is activated. These initial damages can worsen due to the ultrasonic vibrations of the harmonic ace blade, leading to blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
It was reported that during a da vinci-assisted hypopharyngectomy surgical procedure, the ultrasonic harmonic ace instrument knife broke after being used for five minutes. The procedure was completed with no patient harm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 13-apr-2026: the missing material/damage described occurred outside of a surgical procedure. No fragments fell into the patient¿s anatomy. The patient hasn¿t returned to the hospital due to any post-surgical complications.